Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent greater than 150 ohms shock impedance since at least (B)(6) 2019. Most recent high shock impedance was (B)(6) 2021. Recommended evaluating lead in person with isometric testing. Device remains implanted.